Event description:
Customer stated "the controller gets very hot, smells like something is burning." The product has not been returned for investigation. Customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.